Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the transmitter was not being worn within line of sight of the pump. The customer moved the transmitter within line of sight of the pump and connection resumed.

Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction.